Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at roughly 0.161" from the base. The majority of the broken piece was returned. A missing fragment of the blade, approximately 0.081" x 0.043" in size was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted liver lobectomy surgical procedure, the harmonic ace instrument failed to be recognized by the host machine. The procedure was completed using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There was no fragment that fell into the patient. The patient has not been readmitted to the hospital.